Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Received device in fair condition with evidence of scuffing on housing. Tested low fluid switch by pressing actuator down using plastic tube. Low fluid alarm did activate. Pressed general alarm test switch and both visual and audible alarms were present. Removed front cover and investigated further. Circuit board was not damaged. The root cause of the reported issue was found to be the device was in need of calibration. Actions were taken to mitigate the reported issue: are unknown.

Event description:
It was reported that the warmer had an over temp alarm. No patient injury was reported.